Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 and the ipg was repositioned. The reason for this procedure was to make the ipg more superficial for charging issues and not pain at the ipg site as previously reported. Therapy was restored and the patient was able to charge following the procedure.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 and the ipg was repositioned. The reason for this procedure was to make the ipg more superficial for charging issues and not pain at the ipg site as previously reported. Therapy was restored and the patient was able to charge following the procedure.